Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check belt messages) was confirmed. As received, the belt failed incoming testing. Upon evaluation, there was an open pulse wire in the cable connecting ECG electrodes a and b. The cause of the check belt messages is the open pulse wire. The root cause of the open wire cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the open wire. The patient was issued a replacement electrode belt.

Event description:
A (B)(6) male patient nurse contacted zoll customer support to report constant check belt alarms. The patient was issued a replacement electrode belt.